Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to high pacing impedance out-of-range of over 2000 ohms and high capture thresholds. No additional adverse patient effects were reported.